Event description:
It was reported that during a da vinci gastrectomy procedure, there was little tissue reaction (smoke or bubbling) from the vessel sealer instrument. On 4/22/2015, an intuitive surgical, inc. (Isi) representative provided additional information regarding the reported issue. The surgeon felt he was not getting tissue reaction from the initial vessel sealer instrument used during the surgical procedure. It was reported the surgeon was not in a fibrous area nor did he grasp a large amount of tissue. The surgeon heard audible beeps but no errors were given. The cut function was used but there was no report of patient bleeding. There was little evidence of charring or tissue reaction observed in the cut areas. A replacement vessel sealer instrument was used and performed as normal. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported because the vessel sealer instrument did not achieve proper seal.